Event description:
The customer reported that the system displayed a communication error message followed by continuous beeping and a system lock-up. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.